Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 3.0, lab poc: 4.1. Date: (B)(6) 2012, inratio: 4.2, 2.8, lab poc: 3.6. Time between inratio tests on (B)(6) 2012 was immediate. Time between lab poc and inratio testing: a few hrs. No medical intervention was done based on inratio meter results. Pt reports bruising and eye bleeding. Caller reports sometimes "milking" the finger to obtain sample. Strip expiration: 3/2013.

Manufacturer narrative:
Investigation pending.